Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the 02 blender to address the reported issue and shipped the defective component to carefusion. The part was received and scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a lower percentage of oxygen than expected. It is unknown at this time whether or not there was any patient involvement associated with this complaint.